Manufacturer narrative:
H.6. Investigation summary: two photos were received and evaluated. It was observed in both photos there was an additional needle attached to the side of the hub with the dull end exposed through the opening of the shield. The double needle is rejectable per product specification. Potential root cause for the double needle defect is associated with the needle manufacturing process. The photos provided were forwarded to needle manufacturing facility. Two (2) photos were provided by the customer for investigation. One (1) photo shows a shielded needle hub assembly on a syringe next to a blister pack. There is a second cannula (needle) on the outside of the needle hub assembly under the needle shield. The second (2nd) photo also shows a needle hub assembly on a syringe next to a blister pack. The needle shield has been partially removed showing that there is a second cannula (needle) on the outside of the needle hub assembly. The second cannula appears to have been adhered to the needle hub due to excess epoxy which has run down on the outside of the needle hub. A mis-assembly at the cannulation operation can cause double cannula. A needle misses the hub and falls on to the adjacent needle on the rack. If the operator does not see it, the epoxy cures, and the second cannula sticks to the assembled needle. The dvt camera that inspects for epoxy may catch this defect if the defect is on the side facing the camera. It is essentially the responsibility of the assembly associate to monitor for these defects, correct the issue, and remove the affected needles. Bd acknowledges that the photo provided by the customer had two (2) cannula attached to the needle hub. This is the first (1st) occurrence out of this batch. This is a low occurrence rate and is therefore considered a rare occurrence, no corrective or preventative actions are proposed in the scope of this complaint. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the syringe 1ml s/t w/ndl 25x5/8 rb experienced molding defects with sharp protrusions which was noticed prior to use. The following information was provided by the initial reporter: material no.: 309626. Batch/lot: 9037504. Customer text: there is a second needle fused to the blue luer lock which sticks out above it. If a user does not inspect it before and tries to lock in the luer lock before uncapping they could possibly poke themselves with the needle. There was no injury from this defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 1ml s/t w/ndl 25x5/8 rb experienced molding defects with sharp protrusions which was noticed prior to use. The following information was provided by the initial reporter: material no.: 309626. Batch/lot: 9037504. Customer text: there is a second needle fused to the blue luer lock which sticks out above it. If a user does not inspect it before and tries to lock in the luer lock before uncapping they could possibly poke themselves with the needle. There was no injury from this defect.